Event description:
Meter was set to incorrect unit of measurement. The patient felt meter was reading inaccurately for one month. Patient did not experience any problems duing that month unit the day of the event. The patient stated patient tested blood glucose and obtained a result of "30-somehting". Patient started to feel strange, patient neighbor was with the patient and patient contacted the van service that the patient uses to take patient to the hospital. The patient does not know what blood glucose result was at the hospital. Patient was not treated with anything; patient was only directed to make an appointment with physician. The patient stated that patient did not know how the meter came to be in the incorrect unit of measurement. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. It would have been helpful to know what the patient's blood glucose reading was at the hospital and the patient did not receive any treatment for her diabetes. A replacement meter is being sent.